Event description:
It was reported the patient's right hip was revised due to trunnionosis. Intra-operatively, trunnion wear was observed. Due to the patient's height and weight, the surgeon wanted to revise as little as possible. The femoral head only was revised to a universal ceramic head with sleeve. Update on 09-may-2022 based on medical review: "a document titled "x-ray" is provided. It is a photograph of an x-ray of an ap of a right hip of a cementless total hip replacement. The acetabular cup appears satisfactory. The femoral component appears well fixed. There is a disassociation of the femoral head from the trunnion with the head dislocated from the cup. There is a notch/defect in the superior portion of the trunnion."

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown liner was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of medical records with a clinical consultant indicated "this inquiry reports the failure of a total hip replacement about 15 years after implantation due to trunnionosis. I can confirm that this event took place since I was able to review an xray showing the defect of the trunnion and disassociation/dislocation of the femoral head. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis are multifactorial including surgical technique factors, patient factors including activity level and bmi, and implant factors. " product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to a disassociation of the femoral head from the trunnion with the head dislocated from the cup. A review of medical records with a clinical consultant indicated "this inquiry reports the failure of a total hip replacement about 15 years after implantation due to trunnionosis. I can confirm that this event took place since I was able to review an xray showing the defect of the trunnion and disassociation/dislocation of the femoral head. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis are multifactorial including surgical technique factors, patient factors including activity level and bmi, and implant factors. "The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative report, follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.